Manufacturer narrative:
The customer¿s report of a leak at the connection where the tubing connector meets the tubing was confirmed. No anomalies were noted upon visual inspection. Functional testing observed no leaks or other anomalies. Pressure testing identified a leak from the maxzero port. Closer inspection of the maxzero under a lab microscope observed a microchannel that was allowing fluid to leak from the connector. The root cause of the microchannel which creates a fluid path is due to an equipment error during the inspection and testing process during final assembly of the maxzero component.

Event description:
It was reported that the versed infusion was leaking at the engagement of the needless connector and the tubing in the cvicu. The effect on the patient was reported to be minor, however the patient was not receiving a reliable infusion of sedation. The patient was on ECMO and was having bp and icp (intracranial pressure) fluctuations. There was no report of lasting harm.